Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2010821.a review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material# 305916, batch# 2010821. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. When trying to use this needle, when injecting the solution, it gets stuck it doesn't allow for anything to come out. Only experienced this with half of this box." Cat# of product being complained: bd305916 description of product: needle safety glide 25gx1in 50ea/bx 10bx/ca lot or s/n: (B)(6) .

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.